Event description:
It was reported, the olympus videoscope was noted to be damaged during reprocessing. According to the initial reporter, there was a small tear at the end on the black coating and the metal interior was exposed, but not protruding. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely breakage of the internal blade due to external force applied to the curved section because the curved section was damaged. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use warnings and cautions follow the warnings and cautions given below when handling this instrument. This information is to be supplemented by the warnings and cautions given in each chapter. Never perform angulation control, suction control or insertion/withdrawal of the endoscope¿s insertion tube without viewing the endoscopic image. Patient injury, bleeding and/or perforation can result. Never insert or withdraw the endoscope¿s insertion tube while the up/down angulation is locked. Patient injury and/or equipment damage can result."